Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Please see (B)(4) using MDR# 3004209178-2016-41496."

Event description:
The customer called to report a no delivery alarm and then they changed the infusion set. The customer's reading was 496 mg/dl. The customer was assisted with manual prime and was able to complete it. The customer changed out the infusion set. The customer stated that the current set was working. The customer was advised to monitor the issue and to call back if problems persisted. Nothing was replaced or returned for analysis.